Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox sv ruptured at 10 atmospheres. The device was completely removed and the procedure was completed using another fox sv. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded; therefore, a root cause could not be determined. Review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.